Event description:
The customer called for help with a contour meter that his doctor had given him. He alleged that he tested his glucose and received a reading in mmol/l. The meter in question should have the units locked in mg/dl. No adverse events were alleged. The meter is to be returned for evaluation. A replacement meter was sent to the customer.